Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the monitor was unable to obtain an ECG signal. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.